Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving a scorpio insert was reported. The event was not confirmed. The patient was initially revised for tibial loosening and could not be confirmed intraoperatively. Method & results: device evaluation and results: the reported device was not returned for evaluation. Medical records received and evaluation: a review indicated - [...] Operative findings of no gross loosening of the tibial and femoral components. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: a review was not performed as no device failure modes were noted. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and x-rays are needed.

Event description:
It was reported patient had another revision of right knee due to loosen, pain and swelling.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported patient had another revision of right knee due to loosen, pain and swelling.